Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified a piece of debris within the sealed sterile packaging. An ftir spectrum analysis of the debris could not conclusively identify its material composition. Device history record was reviewed and no discrepancies were found. The likely condition of the product when leaving zimmer biomet was not conforming to specifications. The root cause of the reported issue is attributed to operator error during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that hair like debris was found in the sterile package. There was no patient involvement.